Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. Not sufficiently drying the handpiece after the wash cycle or improper cleaning and sterilization practices at the account site are known to cause or contribute to the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was leaking. There was no reported patient involvement; no patient impact.